Event description:
It was reported that deflation issues occurred. Upon deployment of a 5.0 x 20 synergy drug-eluting stent at the proximal segment of the right renal artery, it was observed that the stent balloon did not fully deflate, only the proximal part deflated. The delivery system was removed but this partial deflation resulted in a segment of the stent being inadvertently pulled into the aorta. The procedure was successfully completed using an alternative device, and no patient complications were reported.